Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient's coronary sinus had been dissected during the attempt to implant the lv lead. The lead was not implanted and lv port was plugged. Bringing the patient back at another time was discussed. No other intervention was performed at the time. The patient condition was stable after the procedure.